Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient's transfer set disconnected from the titanium adapter, which caused peritonitis coincident with peritoneal dialysis (pd) therapy. The patient did reconnect the transfer set and continued to use it for pd therapy. The transfer set was replaced. The patient was not hospitalized for the event. Treatment was not reported. The patient is recovering from the event of peritonitis. No additional information is available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be submitted. (B)(4).